Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
The oracle service record confirms the device has been repaired before an investigator was able to perform a full evaluation; therefore this complaint investigation will now be closed based on the repair findings, and probable root cause(s). Repair diagnostics of this device document the following during evaluation of the returned unit: (1) scratches on insulation the probable root cause for the reported failure involving this device could have been caused by: user misuse, improper sterilization methods, or normal wear the product was returned for investigation and the reported failure mode was confirmed through the service repair. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation has been compromised.